Event description:
Baxter (B)(4) received a report that an infusor had a fill port cap which would not tighten; reportedly, the cap would just keep turning. This condition occurred after filling. The device was filled with a 230-ml solution of fluorouracil and dextrose. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation, however, the evaluation has not yet been completed. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The device was received containing approximately 146 ml of solution in the reservoir. The reported condition was not confirmed. Visual examination of the sample showed no signs of physical abnormality on the fill port or fill-port cap which could have caused the reported condition. A functional test was subsequently performed by manually removing the fill-port cap and then re-capping it back onto the fill-port. The fill-port cap was able to be securely tightened onto the fill port. Functional testing determined that the device performed according to specification. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.